Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the kit was received without a complete seal was inconclusive due to the sample condition. One powerpicc solo kit was returned for investigation. All contents were received outside the header bag. An unopened pouch remained adhered to the external surface of the header bag packaging. Two bundles of components were received in csr wraps. One wrap shows evidence of being untucked and opened. The other wrap was still neatly folded. Part number 1295108fd and lot number reub2310 were on the header bag label. The expiration date was 2018-10-31. The tyvek flap was separated from the top edge of the pouch. The tyvek was wrinkled. Evidence of a complete seal was observed where the tyvek had been peeled away from the pouch. A white colored band that was 12.5mm to 14mm in width was observed along the edge of the pouch where material was transferred from the tyvek flap. No gaps were noted in the material transfer along the edge of the pouch. No other damage was observed on the tyvek, the pouch, or the wrapped components. A tactual investigation revealed that the remainder of the seal was intact and adhered to the bag. The packaging exhibits evidence that it was properly sealed, but must have been inadvertently opened and may have occurred outside bard control due to improper handling or storage conditions. A lot history review (lhr) of rebu2310 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that upon receiving three kits, one kit was not completely sealed. It was stated the shipping box was not damaged.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu2310 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that upon receiving three kits, one kit was not completely sealed. It was stated the shipping box was not damaged.